Event description:
Boston scientific crm received information that the dextrus right ventricular lead micro-dislodged and also exhibited high threshold and low r-wave measurements. The lead was successfully repositioned in a revision procedure. However, in the same procedure, the atrial lead dislodged, resulting in decreased sensing measures. During attempted repositioning, the helix became stuck and the lead was removed. The lead was attempted as a replacement, however, also had a stuck helix after multiple extensions and retractions, and was removed. A new lead was successfully implanted. No adverse patient effects were reported.